Event description:
During the evaluation of a returned homechoice device, a high drain error 112 (night drain #12) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 08:16:41 during night drain cycle twelve. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume (high drain error 112) event was identified. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.